Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had leakage past the stopper. Verbatim: complaint via email. Email(s) attached. Please initiate a complaint investigation and have it completed within 45-60 days referencing *record # cn-014352 for ¿syringe/ plunger issue¿. This is for syringe lots 5056026, 4256624. I am trying to confirm if a complaint sample is available. Attached is a photo from the hcp. Please include: record number: cn-014352 ¿ syringe components describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Injury, complication or negative outcome reported.